Event description:
It was reported that the licox ip2p and camino 1104l catheter were implanted 3 to 4 days prior to the incident. The patient ws being repositioned and the pre-amp cable detached from the camino monitor. The pre-amp cable was plugged back in and there was no longer a waveform and the icp value jumped to 312mmhg. There was no patient injury. However, revision/medical intervention was required. Additional information was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra has completed their internal investigation on 08/01/2015. The investigation included: evaluation of actual device. Review of device history records. Review of complaints history. Results: reported serial number (B)(4) is belonged to lot 30500x326059, mfg date : 04 mar 2015, will be expired on 31 mar 2017. A review of batch history record indicates no abnormalities relate to report incident. Catheter met requirements before released to finished goods. (B)(4). Conclusion: the reported customer complaint was verified. The returned catheter was functionally tested and the catheter failed to meet functional specifications due to optical fiber breakage towards the catheter distal end. The end user cannot be ruled out as the cause of the optical fiber breakage. This is based on the returned catheter¿s physical appearance and the complaint description. The directions for use for the camino model 110-4l cautions that ¿extreme bending and/or kinks can impair the performance of the fiber optic pressure transducer. Exercise caution when handling the catheter.¿